Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. Upon booting up the system the collimator would not home. It was found that the collimator blade was stuck. The blade was freed and greased and the issue was resolved. The system was then working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that there was a collimator error when booting the system on. The field service engineer was able to clear the collimator error over the phone with the manufacturer representative. No patient was present.